Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a fall on (B)(6) 2022 and the patient stated the scs ipg has migrated. Consequently, the patient experiences pain at the ipg site. Surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that the patient's ipg was repositioned and replaced on (B)(6) 2022. Effective therapy was established post operatively.